Event description:
It is reported that it was noticed during surgery, the threading at the end of the inserter is damaged. No harm or injury occurred to the patient.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event was reported on 0001822565-2016-04149.